Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital of (B)(6) medical university.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: the devce was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 5mm distal of the proximal markerband and extending approximately 29mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the returned device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.